Manufacturer narrative:
(B)(4). Batch # p4r64v. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Month and day unknown. Only year (2017) is known. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event. What is the product code of the reload? Did the cartridge fall out of the jaws during firing of the device? Or did this event occur when the cartridge was being loaded into the device?

Event description:
It was reported that during a lap appendectomy, the magazine fell out of instrument. It did not fit. No further information is available. There were no patient consequences reported.